Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
An email was received regarding a primary plum set, alleging a leak during patient use. It was stated that upon performing the change and administration of parenteral nutrition, the process was initiated, and after 15 minutes, the pump started to beep. The process was restarted, and a loss of parenteral nutrition fluid was observed. The chamber and pressure leveling opening were checked. The nutrition could not be administered and was removed and discarded due to the risk of contamination. There was no harm to the patient.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Updated information in d9. Corrected information in d2b.